Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 1 mg/ml at 343 mcg/day via an implantable pump. The indication for use was not reported. It was reported there was a difference in residual volume (calculated vs actual). On (B)(6) 2019, the actual reservoir volume (arv) was 12,5 ml, and the expected reservoir volume (erv) was 1,2 ml. The hospital did a refill on (B)(6) 2019; the arv was 22 ml, and the erv was 19,8 ml. The patient¿s spasticity increased slightly after the (B)(6) 2019 meeting. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting reported. There were no interventions/actions reported. Surgical intervention did not occur and was not planned. The issue was not resolved. However, the patient's status was alive - no injury. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. No further complications were reported.